Event description:
A physician reported a certas valve (ID 828806) was implanted on unknown date with an unknown initial setting via lumboperitoneal shunt. The valve was used with the silicon lumbar catheter (manufactured by kaneka, product code: 702-jj). It was reported the valve was reversed. A physician attempted to change the pressure with the programmer, however the valve was unable to change the pressure. On (B)(6) 2023, a revision surgery was performed, and during the surgery, the exposed valve after the incision was still unable to change the pressure. Therefore, the valve was explanted and replaced on (B)(6) 2023. The patient was fine after the surgery. According to information received, it is unknown if the patient experienced any signs and symptoms due to valve failure.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
N/a.

Manufacturer narrative:
The certas valve (828806) was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. However, a probable root cause for the issue reported by the customer could not be clearly determined but could be linked to complications during device implantation/ positioning. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.